Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 7 years ago. The aneurysm morphology at the time of implant was unknown. The aortic neck at the time of implant was 10 mm in length. Currently the vessel morphology was reported as the aortic neck is short, less then 10 mm and moderately angulated approximately 50 degrees. It was reported that the patient returned for routine follow ups. A recent routine follow-up CT demonstrated that the stent graft has migrated distally into the aneurysm sac with a proximal type I endoleak present. The cause of the migration was due to disease progression resulting in aortic neck dilatation and aortic neck angulation. The patient was treated with an endurant aortic cuff and the migration and endoleak were resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (disease progression; dilated, short and angulated neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression; dilated, short and angulated neck).